Manufacturer narrative:
During failure analysis, the reported event of the device having run on was not confirmed. The device can have unintended motion if there is a magnetic field in the environment of the drill which prevents the motor from shutting off as expected.

Event description:
It was reported that the loaner core u drill continued to run without user activation during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the loaner core u drill continued to run without user activation during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.